Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining two (2) erroneously low glucose (gluc) patient results that was observed when running in duplicate mode generated by the unicel dxc 800 pro synchron chemistry analyzer. Duplicates did not match for each patient. No erroneous results were reported out of the laboratory. The results, provided by the customer. Patient treatment was not affected in this event.

Manufacturer narrative:
Qc results were within established specifications before and after the event. A field service engineer (fse) was dispatched and replaced the level sense bead on the sample probe. The fse also performed modular chemistry (mc) alignments.